Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for loose safety cap with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had a loose safety cap. No serious injury, no medical interventions. No mucous membrane exposure reported.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.